Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. Review of the device history log was able to confirm the sys error 322. The device was tested and the sys error could not be reproduced. The upper and lower aux assemblies are known contributors to this sys error and as a result, the upper and lower aux have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed for a system error 322. The customer stated that the device was located in the nicu care. Any pt involvement, injury or medical intervention is unk.